Manufacturer narrative:
On may 26, 2021, mentor became aware that patient experienced left excess skin on the left side, not deflation in addition to left lump, and right side capsular contracture, baker grade unknown, and seroma in addition to right deflation. Clinical codes capsular contracture, and seroma have been added on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 23, 2021, mentor received additional event information that the patient underwent explantation and replacement with 405cc mentor memorygel breast implants, catalog#: smpx405, left lot-serial#: (B)(6) and right lot-serial#: (B)(6) on (B)(6) 2021. The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant (sm hps dv 460cc). Additionally developed capsular contracture and seroma. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 460cc breast implant had a crease/fold on the anterior view. Additionally, a tear was noted within the crease, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 7297033 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction surgery with a 460cc mentor smooth round high profile and experienced bilateral breast implant deflation and left lump postoperatively. The diagnosis was confirmed via ultrasound, and consultation with a physician. As a result, the devices will be explanted on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.